Event description:
It was reported that the patient experienced hemoptysis and intervention, and prolonged hospitalization were required as a result. Three boston scientific guidewires were selected for use in a non-boston scientific implant procedure. During the procedure, the physician struggled to get into the vessel. As a result, the patient experienced hemoptysis, prior to insertion of the non-boston scientific implant. The physician attributed the hemoptysis to a boston scientific guidewire, either thruway or platinum plus. Suction was required with a mild excretion of blood. The procedure was completed, and the non-boston scientific implant was calibrated successfully. The patient was kept overnight for observation. No further complications were reported, and the patient was stable and has been discharged.

Manufacturer narrative:
The suspect medical device was selected as an unknown boston scientific guidewire based on the reported event details. The guidewire could have either been a thruway guidewire or a platinum plus guidewire.